Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01786. Related manufacturer reference number: 3006705815-2024-01787. It was reported that the patient experienced ineffective therapy due to migration of both leads. The patient also experienced some discomfort at the ipg site following some recent weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue.